Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent, the surgeon released the stent prematurely. During regrasping of the stent, the stent tip was inadvertently facing down and in the iris and this resulted in iridodialysis of 2 clock hours (nasally). Postoperatively, the pt presented with hyphema and vision decreased to counting fingers. Additional info was provided by the surgeon who reported that there was pooling of blood into the vitreous cavity, causing the severe reduced vision. On (B)(6) 2014, the pt underwent a pars plana vitrectomy and iridodialysis repair.

Manufacturer narrative:
The device was lost after removal from the eye and is not available for eval. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).